Event description:
The manufacturer received information alleging a trilogy evo had a service required error in the main screen due to error logs. There was no serious patient harm or injury that occurred or was reported. An error code related to the charging of the battery was in the error log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. Additionally, non-reportable error codes were found in the error log. Evt_batt_safety_status means one or more safety status flags have been set on a battery. Evt_chg_debug is a generic charger debug message. Evt_mach_flow_drift_log means the sensor that drift was completed on, offset value, peak to peak value, and temperature during drift calculation. The manufacturer's investigation is ongoing. If any additional information is received, a supplemental report will be filed.